Event description:
Additional information received reported that the health care provider (hcp) planned to do a revision. The hcp planned to replace the patient¿s extensions and implant. Additional information was requested, but was not available as of the date of this report.

Event description:
Follow up information reported that there was no fracture of either of the two extension components. It was also noted that only the ins was replaced. The patient was reported as ¿doing fine¿ with the new device.

Event description:
It was reported that the patient experienced a shocking or jolting sensation whenever she turned the implantable neurostimulator (ins) on or recharged her device. It was noted that an open circuit was observed under an x-ray. The reporter stated that an apparent fracture in the lead was located near the ins. The reporter was however uncertain where the shocking was located. It was also unknown if fluid was getting into the header block. The reporter indicated that the patient was scheduled to meet with her healthcare provider (hcp) to review the issue further. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3998, lot# j0401918v, implanted: (B)(6) 2005, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).